Event description:
It was reported that during a lap chole a piece of metal broke off the device. The piece did fall into the pt, however, it was retrieved with graspers. Another was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.